Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was in good condition and there were no patient consequences resulting from the event.